Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed; however, damage to the controller¿s white power cord, which may have contributed to the alarms, was confirmed. The returned system controller (serial number (B)(4)) was observed to have a tear in its white cable upon arrival, revealing the inner wiring. The controller was functionally tested, and the resistance in the power cables were measured to be slightly above average. The controller was connected to a mock loop and the system¿s voltage was observed to slightly lower upon manipulation of the power cables; however, no atypical alarms were reproduced, and the controller operated a mock loop as intended throughout all testing. A log file was extracted from the controller during testing containing data spanning approximately 7 hours ((B)(6) 2022, 6:17 ¿ 13:16 per timestamp). However, no atypical events/alarms were observed throughout the data. The root cause of the observed cable damage, which may have also contributed to the reported low voltage alarms, was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 "alarms and troubleshooting" instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage/power cable disconnect/no external power conditions. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multiple intermittent beeping at home for low voltage advisory alarms. It was noted that the patient had a tear in their white power cord that was covered with electrical tape. The patient's system controller was exchanged without complication and was returned for evaluation. The controller exchange resolved the event and no further alarms were reported.